Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. No systemic issue identified. Based on CT values generated for the samples from the genexpert test, it is likely these samples are of lower concentration and can possibly fall into the lod range which could further explain the discrepancy outside of the off-label practices. As per the method sheet, not all matrices for this assay are validated for nasopharyngeal specimens. This assay is not validated for nasopharyngeal specimens with this media type, cobas pcr media. It is unknown how the customers' off-label practices may affect assay performance. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system ((B)(4), product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan was performing a correlation study and observed discrepant results with five samples with the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 58/68/8800 systems. The alleged samples generated positive sars-cov-2 results on a competitor platform (genexpert) and a quantitative antigen test (fujirebio lumipulse sars-cov-2 ag). The samples were then tested on the cobas 5800 and generated negative sars-cov-2 results. The customer retested the 5 samples again with genexpert and the results were positive. No results were reported out. No harm or injury is indicated.